Event description:
This event is a possible dialyzer reaction. It was learned that the dailysis treatment was started when approximately 1/2 hour into the therapy the patient reported itching. Diphenhydramine 25 mg. Was administered IV. The patient's blood was reinfused by the staff. Once all the blood was returned, a new treatment set up was placed and the patient was able to continue prescribed therapy as ordered with an 200 nr dialyzer. The patient completed dialysis therapy as ordered. The patient was discharged to home once they completed treatment. No further ill effect related to this event. No sample is available for an evaluation.